Event description:
Consumer reported complaint for error message (e-3). The customer reported having a headache and feeling thirsty; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 08/14/2026 and open vial date was not provided. The product is not stored according to specification (kitchen). The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 138 mg/dl using true metrix meter.

Manufacturer narrative:
Internal report reference number:(B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and thirsty. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.